Manufacturer narrative:
This female patient was involved in a reimbursement or compensation activity. The report describes a case of device breakage ("only one of essure implants could be placed as the other one got broken (unknown yet if occurred before or during insertion procedure)"). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("only one of essure implants could be placed as the other one got broken (unknown yet if occurred before or during insertion procedure)"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-jun-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1638 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: hed11jt - production date: 09-dec-2015 - expiration date: 28-dec-2018 the essure insert is made up ata flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all leu steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because the possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk a product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 6-jun-2017: quality safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This female patient was involved in a reimbursement or compensation activity. The report describes a case of device breakage ("only one of essure implants could be placed as the other one got broken (unknown yet if occurred before or during insertion procedure)"). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. (Batch no. Hed11jt). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("only one of essure implants could be placed as the other one got broken (unknown yet if occurred before or during insertion procedure)"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered device breakage and complication of device insertion to be related to essure. Most recent follow-up information incorporated above includes: on 14-feb-2017: case correction after internal review - case report type was changed from spontaneous to study, as case belongs to crs program. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and it was reported that only one of essure implants could be placed as the other one got broken (unknown yet if occurred before or during insertion procedure). The event, considered as device breakage, is regarded as anticipated according to the reference safety information for essure. Although it is unknown whether the device breakage occurred before or during insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.